Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received tips from technical support for preventing altitude alarms and was able to resume insulin delivery with the original cartridge.